Manufacturer narrative:
As received, the device was above elective replacement indicator. The device delivered appropriate therapy and behaved as programmed. Testing found the device to be normal. No anomalies were found. The field event of inadequate therapy was not confirmed.

Event description:
Following initial implant procedure, the patient passed away. It was noted that the device delivered therapy to the patient, but was ineffective. The device was explanted. The physician does not suspect a malfunction on the device and the cause of the death is suspected to be electromechanical dysfunction and amylose.